Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, fluid discharge.

Event description:
Patient reported "potential capsular contracture baker grade unknown", "sitting", "high and tight", "sharp pain located under the armpit", "lumps underneath the skin", nodule on breast that feels like a bruise, "sutures popping out where the scar is", "breast started leaking clear liquid and then yellow liquid". This record is for the left side. Device remains implanted.